Event description:
It was reported that the device had an error code 1260 displayed indicating a data storage issue, and the rear case and labels were damaged. Per reporter the battery door was dirty and the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Visual and functional tests were performed. The cause of the issue was a defective real time clock (rtc) battery. The rtc battery was replaced to fix the issue.